Manufacturer narrative:
It was reported by the hospital contact that the complaint presidio (pc4182050-30/c23957) was not detached using the complaint enpower cable (ecb000182-00/c22693). The pre-deployment electrical check was successful. However, when the physician pressed the detach button of the enpower dcb (lot unknown) to detach the presido, the microcoil was undetached despite the signal beeping. The physician re-pressed the detach button, but this time the signal did not beep and the lights of the dcb stopped illuminating. The complaint cable was replaced with new one (details unknown), but the electrical check was unsuccessful. The problem with the presidio was suspected, thus coil was withdrawn from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to and after the event. The complained products have already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the iia. The patient was a female of unknown dob, whose vessels were mildly torturous but not calcified. A renegade (stryker, type unknown) was used for this procedure. The new cable was used to complete the procedure. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no report of any torqueing of the dpu that was required during positioning of the coil in the aneurysm. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: enpower cable (ecb000182-00/c22693).

Event description:
It was reported by the hospital contact that the complaint presidio (pc4182050-30/c23957) was not detached using the complaint enpower cable (ecb000182-00/c22693). The pre-deployment electrical check was successful. However, when the physician pressed the detach button of the enpower dcb (lot unknown) to detach the presido, the microcoil was undetached despite the signal beeping. The physician re-pressed the detach button, but this time the signal did not beep and the lights of the dcb stopped illuminating. The complaint cable was replaced with new one (details unknown), but the electrical check was unsuccessful. The problem with the presidio was suspected, thus coil was withdrawn from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to and after the event. The complained products have already been disposed. No further information is available. The procedure was the coil embolization of an aneurysm at the iia. The patient was a female of unknown dob, whose vessels were mildly torturous but not calcified. A renegade (stryker, type unknown) was used for this procedure. The new cable was used to complete the procedure. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no report of any torqueing of the dpu that was required during positioning of the coil in the aneurysm.

Manufacturer narrative:
It was reported in the initial MDR that the products have already been disposed. The products were returned and an analysis was performed. It was reported by the hospital contact that the complaint presidio (pc4182050-30/c23957) was not detached using the complaint enpower cable (ecb000182-00/c22693). The pre-deployment electrical check was successful. However, when the physician pressed the detach button of the enpower dcb (lot unknown) to detach the presido, the microcoil was undetached despite the signal beeping. The physician re-pressed the detach button, but this time the signal did not beep and the lights of the dcb stopped illuminating. The complaint cable was replaced with new one (details unknown), but the electrical check was unsuccessful. The problem with the presidio was suspected, thus coil was withdrawn from the patient. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to and after the event. The complained products will be returned for analysis. No further information is available. The procedure was the coil embolization of an aneurysm at the iia. The patient was a female of unknown dob, whose vessels were mildly torturous but not calcified. A renegade (stryker, type unknown) was used for this procedure. The new cable was used to complete the procedure. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. There was no report of any torquing of the dpu that was required during positioning of the coil in the aneurysm. The returned device positioning unit (dpu) passed electrical testing with resistance at 53.6 ohms and the enpower systems go ready green light illuminated. Using the returned enpower control cable (lot c22693) with the returned presidio, the enpower systems ready go green light illuminated. Using the complaints returned control cable; the coil was detached on the first detachment cycle with audible beeps being heard and the enpowers lights remained illuminating. Post-detachment inspection passed electrical testing which found that the enpower systems ready green light remained illuminated and the resistance passed at 53.6 ohms. Post-detachment laboratory inspection found that the detachment fiber received heat and melted as designed. The coil was returned undamaged. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint as the dpu and the control cable passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the coil failing to detach inside the target site and the audible beeps and lights not illuminating during the detachment attempt cannot be determined. In addition, without the return of the complete detachment systems and the renegade microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage found: located 71.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath. Located adjacent to the protrusion site is a loop on the tip coil and a double kinked section on the core wire. There is no mechanical sheath damage at the protrusion site that resulted in an opened skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The above damage most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a double kink to the core wire, secondary coiling of the tip coil, and for the core wire to protrude outside the sheath. Since this is unreported damage, the circumstances of how and when this damage occurred cannot be determined. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.